Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
This event occurred in (B)(6). The customer reported that the film around the portex&#59411;uctionpro is to short and the catheter could not be withdrawn completely. Also, reports of disabled air patency. No known patient involvement or injury.